Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected a low shock impedance. Previously shock impedances were in the 40's ohms range. No adverse patient effects were reported.

Manufacturer narrative:
The field representative later reported that this patient was on vacation when this measurement was noted. The physician was instructed by their clinician to perform a patient initiated interrogation through their remote monitoring system. This revealed all lead measurements were appropriate and the device was functioning normally. The physician stated they will update if anything changes. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Resolution has been requested from the field representative, however, nothing further has been received. This investigation will be updated should further information be provided.